Event description:
It was reported that during device interrogation for an inappropriate automatic mode switch episode an error message was displayed. A different programmer was used and the episode was confirmed without an error. The patient condition was stable.